Event description:
The customer contact reported that the device would not power on. The device was returned to the biomedical dept with an unsigned note that stated, "bad battery." This is not a reportable malfunction. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use; however, during verification testing at the service center, the device was found to have a broken prong on the plug of the ac power cord.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.